Event description:
International affiliate in (B)(4) received an adverse incident report, incidence number(B)(4), was received from (B)(4) reporting: cage introduced to spinal space via inserter, upon impaction with mallet cage cracked but did not shatter. No injury to patient. Cage removed and a replacement inserted.

Manufacturer narrative:
Additional narrative: the saber wedged cage was not returned for evaluation as it was discarded. Review of the device history record could not be conducted as the lot number is unknown. As such, without the lot number, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis on the specific product code noted that there were no other reported complaints other than one for issues associated with cage breakage upon impaction. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.